Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds resulting in exit block. It was noted that exit block occurred when the patient moved their shoulder. The device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.